Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that numerous lead warnings had triggered on the right ventricular (rv) lead for low pacing impedance, just below the programmed threshold. This was noted to be a known, chronic issue. The rv lead remains in use. No patient complications have been reported as a result of this event.